Manufacturer narrative:
The medical center discarded the impella product when care was withdrawn and the patient expired. No benchtop analysis to root cause is possible. The patient condition and excessive anticoagulation for a patient of this weight was stated to have been a contributing factor to the access site bleeding. The failure mode will be monitored and trended.

Event description:
The medical center had placed an impella cp for support of a paraplegic with bilateral aka amputee and right hand amputee in septic shock. The patient was overly anticoagulated for the weight of the patient and began to bleed from the impella access site. The patient had been given heparin bolus in the ccl and systemic heparin. The team infused blood products, but then made choice to withdraw care after just 22 hours of support. The patient expired.